Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level and a seizure; however, the lowest bg level was not provided. Reportedly, the contact stated that they had administered boluses for the customer's meal prior to the event. Contact administered glucagon and glucose gel to treat the customer's bg level, and the customer was taken to the emergency room (ER). Upon arrival, customer's bg level was 76 (mg/dl). While in the ER, customer was treated with dextrose, intravenous fluids, and zofran. Customer was released after 9 hours with a blood glucose level of 176 (mg/dl). Review of pump data by tandem technical support showed that the pump was preforming as intended. Pump data showed three boluses were requested and delivered on the event date. During follow-up with the contact, contact stated that they may have miscalculated the customer's carbohydrates.